Event description:
It was reported, the camera head had no image. The problem was found during inspection before use of a therapeutic procedure. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for device evaluation based on the approved final investigation, as well as to account for the following corrections. Corrections were made on the following fields: h3, g3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the no image output was caused by a charged coupled device (ccd) failure. The event can be prevented by following the instructions for use which state: "if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, stop using the device immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. There were no reports of patient harm.